Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. If the device is identified and returned to baxter, an eval will be performed and a supplemental report will be submitted.

Event description:
It was reported that a pump was involved in fluid migration during a secondary infusion of remicade (programmed infusion parameters and vtbi are unk). The customer stated that the remicade migrated into the primary line and IV bag, infusing via gravity a solution of 0.9% sodium chloride. It was also reported that there was no pt injury.